Manufacturer narrative:
The referenced right middle cerebral artery cva on (B)(6) 2015 was reported under medwatch MFR# 2916596-2015-02103. (B)(4). Approximate age of device ¿ 50 days. The pump was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a right middle cerebral artery cerebrovascular accident (cva) in the setting of a subtherapeutic inr on (B)(6) 2015 and had a mechanical thrombectomy without residual symptoms. The patient was followed closely in the heart failure clinic and was noted to have a gradual increase in lactate dehydrogenase (ldh) levels. On (B)(6) 2015, plavix was added to the aspirin and coumadin anticoagulation regimen. Soon thereafter, the patient developed hematuria and dysuria and was started on cipro. The patient presented to the clinic on (B)(6) 2015 with weakness and dizziness and was admitted for further evaluation. Cardiac CT angiography showed a patent inflow conduit and outflow graft, but the inflow conduit was displaced towards the septum. On (B)(6) 2015, a transesophageal echocardiogram (tee) showed the left ventricular end diastolic diameter (lvedd) was 6.9 cm at a pump speed of 9000 rpm with mild mitral regurgitation. A repeat tee on (B)(6) 2015 with speed optimization at 9400 rpm showed left ventricle unloading with an lvedd of 4.9 cm with trivial mitral regurgitation. On (B)(6) 2015 the patient's ldh was 1339 u/l. Lvad interrogation on (B)(6) 2015 revealed episodes of increased pump power between 6.9-8.2 watts. The lvad was exchanged on (B)(6) 2015 due to suspected thrombosis in the presence of persistently elevated ldh levels and hemoglobinuria.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The report that the inflow cannula was displaced toward the patient¿s septum could not be confirmed because the inflow conduit (inlet tube, flex section, and inlet elbow) was not returned to the manufacturer for analysis. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh and hemoglobinuria. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.